Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed there were no device performance issues that would cause the symptom. The treating clinic confirmed the left axilla was treated twice (off-label use). (B)(4).

Event description:
Patient developed an abscess in the left axilla post miradry treatment. The patient's general practitioner prescribed antibiotic and ibuprofen. The abscess began to leak fluids, so the general practitioner punctured the affected area and prescribed another antibiotic. Since the abscess was not improving, the general practitioner lanced the affected area again. By 41 days post-treatment, the patient confirmed the affected area is closed and the symptoms is resolving.